Event description:
It was reported that bd nexiva¿ closed IV catheter systems has tubing that becomes disconnected from the left hand side of the cannula. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the lot number was built / packaged on nfa line #1 from 18april2018 thru 21april2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed four qns 20074536, 200745350, 200754184 and 200745417 were initiated during build of this lot for ¿extension tubing bond strength oos¿. At the time of the review, the DHR was still opened with 3 of the related qns. Received a total of 17 units of which 5 were received within open packages and 12 were within sealed packages. All components of the assemblies were present. Units within open packages: ¿1 of the 5 units revealed separation of the ext. Tubing from the winged adapter. ¿the tubing of the defective unit did not reveal traces of adhesive. ¿a droplet of adhesive was observed on the rim of the port of the winged adapter. ¿the extension tubing was manually pulled from the wing adapter on the remainder 4 units, the tubing did not became separated. ¿flashback testing was performed on the reminder 4 units (to test for leakage). The liquid could be seen. Throughout the extension tubing and no leakage was observed. Units within sealed packages: ¿the extension tubing was manually pulled from the wing adapter all of the units (12) ¿the extension tubing became separated from the wing adapter on 1 of the 12 units. Othe tubing of the defective unit did not reveal traces of adhesive. Oa droplet of adhesive was observed on the rim of the port of the winged adapter. ¿flashback testing was performed on the reminder 11 units (to test for leakage). The liquid could be seen throughout the extension tubing and no leakage was observed. Relationship of device to the reported incident: manufacturing ¿ *the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter systems has tubing that becomes disconnected from the left hand side of the cannula. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.